Event description:
It was reported that the flow on the unit was not regulated and would not stop.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.